Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1284104. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that the relion® insulin syringe scale markings were crooked on the barrel. The following information was provided by the initial reporter: "consumer reported finding syringes in boxes with "crooked" lines/scalemarkings on barrel."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-aug-2023. H6: investigation summary: three syringes 0.3ml 31ga 8m were retuned loose from the customer. Only the barrels without the plunger rood were returned. It was reported by the consumer that lines on syringes are crooked. Visual inspection verified that all three returned syringes have slightly crooked scale lines. A review of the device history record was completed for batch# 1284104. All inspections and challenges were performed per the applicable operations qc specification. There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined.

Event description:
It was reported that the relion® insulin syringe scale markings were crooked on the barrel. The following information was provided by the initial reporter: "consumer reported finding syringes in boxes with "crooked" lines/scalemarkings on barrel."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe scale markings were crooked on the barrel. The following information was provided by the initial reporter: "consumer reported finding syringes in boxes with "crooked" lines/scalemarkings on barrel."